Event description:
On (B)(6) 2009, patient reported she was changing her insulin cartridge and "wasn't paying attention" and accidentally pulled the cartridge out, causing the plunger to get stuck on the piston rod. She stated only a very small amount of insulin is in the cartridge compartment as the cartridge was almost empty. Assisted her through adjusting the piston all the way forward. Patient reported she was able to use the cartridge to remove the plunger from the piston rod. She stated she then retracted the piston rod to 315 units and used a tissue to clean out the small amount of insulin. Patient reported she adjusted the piston rod to 310 units and inserted the cartridge with the adapter and tubing already connected. She stated she was able to prime the infusion set, place the infusion device in run and reconnect. Advised to always turn the infusion device upside down and untwist the adapter completely and allow the cartridge to slide out on its own instead of pulling it out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.